Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) since the prior day. The patient reported bg measuring between 71 mg/dl and 500 mg/dl during this time. The patient reported symptoms of blurry vision and headache. The patient reported treating the elevated bg with boluses via the pump and changing out the infusion set using different boxes of sets and this did not resolve the bg excursions. Animas customer technical support performed a review of the pump history which revealed the bolus history missing a bolus that the patient stated she had administered on (B)(6) 2013 at 12:35; 6 units combo bolus 60%/40% for one hour; however the pump history shows 0/0 units delivered as an ez-carb; no combo bolus was recorded. The pump was noted to be programmed as intended otherwise. The patient called animas in follow up on (B)(6) 2013 stating that she believes she made a programming error on (B)(6) 2013 and that she is no longer making any allegation regarding the pump malfunctioning and further stated the pump had been functioning fine since the previous call to animas. This complaint is being reported because the patient's elevated bg was the result of a programming error by the patient; no pump malfunction was alleged.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.